Event description:
It was reported that when the graft was entering the mesher, the bridge at the front caved in on the graft and carrier, damaging the graft. No injury or adverse consequences were reported as a result of the incident.

Manufacturer narrative:
The device was returned to the MFR for evaluation. Upon initial inspection, . It was determined that the comb was too badly damaged to pretest the calibration or complete a test cut. It was further determined that the 1 1/2:1 and the 2:1 cutters were non-repairable and the sliding pins were stuck in the "in" position. The device was repaired and re-calibrated according to procedure and returned to the customer a review of the MFR's records revealed that the device was purchased less than 1 month prior to the incident. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was in response to an inspectional observation at a zimmer facility. The agency's inspectional observation concerned the company's decision (s) not to submit certain mdrs for products specific to that zimmer facility. While a retrospective review of complaints for unreported mdrs was conducted immediately following the inspection at that facility, zimmer determined that such a review would be conducted at all zimmer facilities. As a result, zimmer osp completed its retrospective review and is now submitting this MDR.